Event description:
A greenfield filter was implanted on (B)(6) 2011. On an unknown date it was noted that the filter was tilted. No patient complications were reported. It was further reported that on (B)(6) 2011 received a greenfield filter placement due to a pre-procedure diagnosis of pulmonary emboli. The filter was successfully deployed with no complications. The patient tolerated the procedure well and was in fair condition post procedure. On (B)(6) 2011 the patient developed a significant sfa arteriovenous av fistula after placement of the greenfield filter. The patient already had an underlying dvt but the added venous hypertension of the fistula really worsened her leg swelling. Her av repair was performed as was the fistula repair on september 27, 2011. The procedure went smoothly. The patient had normal pulses in the extremities and does not require routine arterial follow-up. On (B)(6) 2018 the patient received a CT scan of the abdomen without contrast. It was observed that an ivc filter is present. The superior tip is inferior to both renal veins. The filter is tilted anterior and to the right and the tip may contact the ivs wall. The scan did not identify any limb fractures or perforations.

Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2011. On an unknown date it was noted that the filter was tilted. No patient complications were reported.